Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited down stream occlusion, alarm acknowledged. Went to running and then back to downstream occlusion twice. Connector are all tight and clamps are open. Pump stopped. Powered pump off, clamped the line, tubing has a green clamp which was decompressed. Tubbing rubbed and pinched the tubing to plump it back, replaced the cassette and turned back on. Downstream occlusion alarm again. Had the patient lightly touch the port needle, still has an alarm. Had power off the pump and clamp tubing. No harm to patient. Med 5fu.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.